Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvin pain female') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metorrhagia"), dermatitis allergic ("rash/skin condition"), vulvovaginal candidiasis ("candidal vaginosis"), post procedural complication ("post removal complication"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, dermatitis allergic and vulvovaginal candidiasis had resolved and the post procedural complication, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dermatitis allergic, menorrhagia, metrorrhagia, pelvic pain, post procedural complication and vulvovaginal candidiasis to be related to essure (ess205). The reporter commented: she has been treated for bledding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. Event "pelvic pain female, menorrhagia , metrorrhagia , candida vaginitis with outcome recovered was added. Event "post procedural complication was added. Event depression and anxiety were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.